Manufacturer narrative:
Device evaluation in process.

Manufacturer narrative:
Device expiration: 07/23/2011. Device manufacture date: 02/23/2011. Device evaluation: colored water was introduced into the balloon lumen and visually there is a fluid path were the distal balloon bond has delaminated. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment was initiated for coronary sinus catheter distal balloon bond failure and is applicable to this event. A CAPA was opened for investigation into ep balloon bond delamination and is applicable to this event. Trends will continue to be monitored.

Event description:
It was reported that the endoplege catheter balloon had a hole that was noticed during inflation, prior to insertion.